Event description:
A gastrostomy tube was placed in a female patient. A few days later, the nutrition nurse noticed that the string holding the pigtail in place had snapped. The physician commented that it was difficult to anchor the string and form the pigtail on this tube, perhaps due to the pt's anatomy. He further advised that a great deal of force was used on the string before locking it. The tube was replaced in early 2008. This caused the patient a lot of distress.

Manufacturer narrative:
Evaluation: still under investigation at this time.